Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors before and after a battery change. Customer's blood glucose was 338 mg/dl at the time of incident. Troubleshooting advised customer to clean the battery contacts and then reinstall battery. Troubleshooting advised customer to call back if they are having connection issues. No further details given.